Manufacturer narrative:
Per the event description, the reference frame moved, invalidating the system accuracy. Software functioning as designed. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. The reference frame and spine clamp have been replaced at the site, but not returned for further evaluation. Medtronic site representative reports that the issue has been resolved by adjusting the operating room setup.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged a slight inaccuracy, no specific measurement was provided. It was stated that the sharp probe and the navlock thoracic probe were not the same trajectory. All screws were placed with navigation and verified with an o-arm, all were placed correctly. Frame movement was also noted. There was no impact on patient outcome reported.

Manufacturer narrative:
Patient weight not made available from the site. No parts were returned to manufacturer for analysis.

Manufacturer narrative:
The surgeon alleged navigation accuracy appeared to be 4-5 mm off.